Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture ingress was located behind the display and that the pump experienced intermittent power, which was noticed after snowboarding while using the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during a visual inspection of the pump, the battery compartment was found to be cracked at the threads. The returned battery cap was undamaged and secured properly to the pump; the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The power issue was not duplicated. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test revealed a battery compartment leak. Unrelated to the complaint, the pump alarmed with a cs 128 alarm upon confirming verify screen. Further testing was not able to be performed due to the unrelated call service alarm issue. The pump¿s cover was removed and further moisture corrosion was found to the power printed circuit board and to the cgm module.